Manufacturer narrative:
The intraocular lens diopter measured correct as labeled. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. The lens met all manufacturing specification prior to release.

Event description:
It was reported the intraocular lens was removed and replaced due to the patient's hyperopia. No patient complications occurred and patient's visual acuity is good.